Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having transforaminal lumbar interbody fusion (tlif) surgery for lumbar spinal stenosis. Levels implanted was l4/5. It was reported that two screws on the right side had become dislodged. Revision surgery has been scheduled for the removal of screws. There were no further complications or symptoms reported regarding the event. Additional information was received via manufacturer representative that the reported screws were explanted on (B)(6) 2025 and returned to patient. They will not be returned for analysis. Additional information was received via manufacturer representative that the revision surgery was performed on (B)(6) 2025 with no patient complications. The products were discarded by customer and will not be returned for analysis.

Manufacturer narrative:
H6: neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.